Manufacturer narrative:
This report is submitted on march 26, 2021.

Event description:
Per the clinic, the abutment was removed and replaced with an osia implant (reason unknown) which was performed under a general anaesthetic on (B)(6) 2021.